Event description:
The physician reported that due to interference associated to a lead issue, inappropriate shocks were applied by the ICD system. A re-intervention was performed to correct the issue.

Event description:
The physician reported that due to interference associated to a lead issue, inappropriate shocks were applied by the ICD system. A re-intervention was performed to correct the issue.